Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient hospitalization were not reported. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneal). At the time of this report, the patient has recovered from the event and pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
The event was reported to have occurred on an unreported date around (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.